Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 alarm (indicating air in set), which occurred on the homechoice during drain 3 of 4. The home patient (hp) was connected at the time of the alarm. The caregiver (cg) stated that the hp disconnected prior to the call and then reconnected. The baxter technical service representative instructed the cg to use manual bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number is unknown. The device is not available for evaluation. Should additional information become available a follow up medwatch will be submitted.